Event description:
Reporter alleged the customer obtained a discrepant blood glucose value of 80 mg/dl back to back with a result of 271 mg/dl when testing was performed within 10 minutes on the advantage system. Reporter stated that at a separate time on a different day, the customer obtained an additional comparison of 70 mg/dl, 320 mg/dl, and 210 mg/dl, when the results were back to back within 10 minutes on the same system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.